Event description:
It was reported that the user experienced hypoglycemia while using the ilet, confirmed by both the ilet reading and a fingerstick at 64 mg/dl, after eating dinner without announcing the meal and following prior treatment with juice that led to a subsequent hyperglycemic excursion and automated correction. Symptoms included hypoglycemia. Outcomes included successful self-treatment with oral carbohydrates (glucose tablets and apple juice) and recovery to an in-range glucose of 133 mg/dl without need for external assistance or medical intervention. Investigation included technical support review and user education regarding appropriate treatment of hypoglycemia and proper meal announcement procedures. Investigation of this case revealed user management factors, including unannounced meal and probable overtreatment of hypoglycemia, contributing to glycemic variability. It was concluded that device function was consistent with design, the event was related to user handling and carbohydrate treatment decisions, and additional instruction on meal announcement and hypoglycemia treatment was provided.